Event description:
On (B)(6) 2025 patient underwent aortic valve replacement, tissue and CABG (coronary artery bypass graft), repair tricupsid valve. Sternal closure was achieved with arthrex fibertape cerclage. Patient then presented with sternal wound infection requiring surgery on (B)(6) 2025. Surgical cultures revealed corynebacterium amycolatum this is the 4th patient with this organism sternal wound infection who had sternal closure with arthrex fibertape cerclage used.